Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 34-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, the patient had right arm discomfort. Vascular was consulted and stated patient had likely brachial plexus injury with 5.5 placement. No additional details are available.

Manufacturer narrative:
The investigation into the patient's nervous system injury has been completed since the initial report was filed. No impella products were returned for investigation. The root cause of the nerve compression injury cannot be determined due to insufficient clinical information provided and lack of product returned.